Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-n-y gastric bypass, the device¿s needle broke off and fell into the patient cavity while being used in anastomosis of roux limb. Fragment was less than one centimeter. The surgeon took off the broken needle and finished the anastomosis with another needle on the device. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-n-y gastric bypass, the device¿s needle broke off and fell into the patient cavity while being used in anastomosis of roux limb. Fragment was less than one centimeter. The surgeon retrieved the broken needle using laparoscopic grasper, and finished the anastomosis with another needle on the device. There was no injury caused to the patient and no medical intervention was required.